Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure with concomitant left atrial appendage exclusion (laae) using a pro250 atriclip device. The clip device was successfully placed, after which surgeon made an incision at the distal tip of the left atrial appendage. Bleeding was observed and a second clip device was placed to achieve compression and hemostasis. There was no further report of patient harm. There was no reported device malfunction, and the adverse event was the result of a procedural complication.